Manufacturer narrative:
Additional information was received that the patient was having faulty battery/antennae for an unknown reason.

Event description:
A report was received that the patient was experiencing communication difficulty with the ipg and the clinician programmer (cp) during programming. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the complaint was confirmed. The device would not link even after several charging attempts. The root cause of the linking anomaly was the telemetry coil which was intermittent. After replacing the component the device regained the normal functionality.

Event description:
A report was received that the patient was experiencing communication difficulty with the ipg and the clinician programmer (cp) during programming. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was experiencing communication difficulty with the ipg and the clinician programmer (cp) during programming. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing communication difficulty with the ipg and the clinician programmer (cp) during programming. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing communication difficulty with the ipg and the clinician programmer (cp) during programming. The patient will undergo a revision procedure wherein the ipg will be replaced.